Event description:
In providing records for a revision in (B)(6) 2010 due to pain and instability, follow-up notes through (B)(6) 2011 note ongoing pain post-revision. By (B)(6) 2011, pain was noted as 7/10. No surgical intervention had been performed through and including that date. The patient had been prescribed pain medication throughout, as well as additional physical therapy. Also noted is "...total knee component to be well fixed and well aligned without evidence of fracture, dislocation, or radiolucency."

Manufacturer narrative:
An event regarding pain involving an unknown stryker knee was reported. The event was not confirmed through clinician comment of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: the current pi alludes to persistent left knee pain after revision surgery. I noted that a visit of (B)(6) 2011 described chronic anterior left knee pain with no subsequent follow-up documented. This second pi event description is confirmed by that note, but no causation of the chronic pain or a medical report relating to it is possible." Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the clinician confirmed the event based on the provided medical records provided. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, x-rays and patient history are required to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
In providing records for a revision in (B)(6) 2010 due to pain and instability, follow-up notes through (B)(6) 2011 note ongoing pain post-revision. By (B)(6) 2011, pain was noted as 7/10. No surgical intervention had been performed through and including that date. The patient had been prescribed pain medication throughout, as well as additional physical therapy. Also noted is "...total knee component to be well fixed and well aligned without evidence of fracture, dislocation, or radiolucency."